Event description:
It was reported that at device upgrade, the physician opted to re-use the pace/sense portion of the lead for rv pacing. Externalized conductors were observed via fluoroscopy. Physician has elected to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.